Manufacturer narrative:
The returned device was evaluated and the reported failure of the needle mechanism to fire and deploy the cannula was confirmed. The root cause was determined to be that the release bar was installed incorrectly. This manufacturing error contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." The pdm also displays a reminder to check the infusion site and cannula.

Event description:
The customer reported that her blood glucose reached 326 mg/dl about six hours after the pod was activated. She could not see the cannula area while wearing the device because she had eye surgery. When it was removed, she noticed the cannula had not fired.